Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed the displacement test. The insulin pump had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's husband stated that he was priming his wife's pump and he received the alarm. Customer tried it once more and received another alarm. Customer's blood glucose was 10.0 mmol/l at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer received a rewind message after an alarm/alert. Customer was stuck in the rewind complete/bolus delivery loop. Customer was advised to disconnect from the pump. Customer was also advised that the pump will need to be replaced.